Event description:
A product liability claim was raised. It was reported that the pt was implanted an unk zimmer product on an unk date. Currently, the pt has unk health problems.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Once more details information becomes available, a follow-up report will be filed. (B)(4).